Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected/prevented by handling the device in accordance with the following instructions for use: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer initially reported to olympus that the evis exera iii gastrointestinal videoscope's image was too dark. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the light guide lens had foreign material.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. In addition to the foreign material in the light guide lens, the evaluation findings were as follows: the air/water cylinder had discoloration, the suction cylinder had discoloration, the air/water cylinder was deformed, due to a cut on the heat shrinking tube of the forceps elevator lever, expected insulation capacity could not be obtained, the plug unit had a scratch, the light guide lens had a crack and due to a crack on the light guide lens, illumination was uneven, due to a scratch on the objective lens, the image had a partially dark area, due to the damage on the charged coupled device unit, due to wear of the angle wire, bending angle in the "up" direction did not meet standard value, the image had white dots, the bending tube was deformed, the universal cord had a scratch and wrinkle, and the connecting tube had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.